Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. The device was retained by physio-control. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.